Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/02/2016 with the following findings: the display screen was dim and discolored. All of the keypad buttons were intermittently responsive. Contamination was found underneath the button contacts. The battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored, the keypad button contacts had contamination present and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2016.